Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the fifth inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.